Event description:
The pt received her scs system consisting of an ipg and 2 leads on (B) (6) 2008. The pt reported that she had incomplete stimulation in her left leg and hip. The pt was then in a car accident and lost the remaining stimulation provided by the lead on her left side. The physician attempted to replace the lead but the pt experienced a dural tear and the procedure was aborted. The pt was later implanted with a paddle lead and is reported to be doing well.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was found to have all wires broken approx 18 cm from the terminal end of the lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.